Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2q0pb); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that an implantable neurostimulator was explanted due to high impedances on all electrodes and the device itself. Upon examination in the operating room with x-ray, and after the pocket was opened, it was discovered that the lead was fractured between the end of the tines and electrode 3, and the lead tail was not connected to the header of the implantable neurostimulator. Additionally, the wire was significantly twisted at the pocket site, in the tunneled pocket, and down by the tines. It was found to be completely fractured. This had resulted in a loss of stimulation. When removing the lead, four electrodes on the lead remained in the patient's body, while the rest of the lead was removed down to the tines. The issue was resolved with the device removal.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the lead being twisted was not determined. When asked the most likely cause the rep reported it was likely the patient was touching the device from the outside which lead to the twisting of the battery and lead. Ins and lead was placed on 11/26. The issue was resolved. The cause of the lead being fragment being left behind was determined to be due to the contacts/electrodes being fused to the sacrum. It was determined it would be too invasive to remove.

Manufacturer narrative:
H3: device returned, but not yet evaluated. Device evaluation anticipated. Continuation of d10: product ID 978b128 ,lot# va2q0pb, implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis 97800: the implantable neurostimulator (ins) passed functional testing. Product analysis 978b128: analysis identified that the outer insulation of the lead was twisted. Analysis identified that the conductors were broken in the body of the lead as a result of factors not related to product reliability. Continuation of d10: product ID 978b128 lot# va2q0pb implanted: (B)(6) 2023 explanted: (B)(6) 2024. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.